Event description:
It was reported that this patient experienced confusion, stuporous, bilaterally weak grips, slurred speech, and difficulty in waking up following a catheter revision (see manufacturer report # 3004209178-2013-15733). It was discovered that the pump had been programmed improperly in the operating room post the catheter replacement resulting in an overdose. The patient could not be woken up when she arrived home from the replacement surgery. Her spouse transported her to the emergency room where she was life-flighted to another hospital. The pump was reprogrammed on (B)(6) 2013. An x-ray also on this date noted residual tubing fragment overlying the l3 spinous process and there were no fractures or ¿malalignment.¿ laboratory work also noted no abnormalities. A computerized tomography (CT) scan was performed on (B)(6) 2013 and noted no acute abnormalities. The issue was reported as medication and implant procedure related and ongoing. This device system delivered lioresal. It was further reported that the issue was resolved without sequelae on (B)(6) 2013. It was further clarified that the programming/refill was related to the implant procedure.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).